Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not turn off/stayed activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with evidence of blood on the tool handle and charred tissues on the jaws were observed. Microscopic inspection showed the heater wire on the hot jaw was flexed away and detached from the tip but remained attached at the base. The silicone insulation on the jaws appear intact with no signs of cracks nor peeling. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations during five (5) 3-second activations. To evaluate the safety shut down the system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. The jaws were not able to open and close freely. The jaws were cleaned using saline soaked gauze to remove charred tissues. The blue toggle switch was manipulated again to simulate opening and closing of jaws. It was observed that the jaws were still not able to open and close. The flexed heater wire apparently obstructs the jaws from opening and closing. Further investigation was conducted with the presence of engineers. The tool handle was opened to examine inner components. It was observed that the control rod can be pulled out from the tool shaft. This indicates a weld failure between the tip of the control rod and the yoke. An examination of the inner parts of the jaw revealed that the yoke unit was detached from the tip of the control rod. Microscopic inspection showed indentations on the tip of the rod. The yoke also showed marks of welding performed. The engineers confirmed that there was a weld failure between the control rod and the yoke. This finding was referred to the department dealing with suppliers. Investigation was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed. The analyzed failures "material twisted/bent" , "mechanical issue" and "detachment of device or device component" were all confirmed. The shop floor paperwork (DHR) was reviewed for the hemopro 2 device. All the test results meet the specifications and requirements. There were no non-conformities observed. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not turn off/stayed activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not turn off/stayed activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.